Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe leaked past the stopper. The following information was provided by the initial reporter: when pulling up a mab, droplets run down along the pestle, droplets run down the plunger. The black rubber of the syringe does not seem to seal perfectly.

Manufacturer narrative:
Investigation result: one my8005-0006 sample was received in opened packaging from lot 24066956 for investigation. Some residual fluid was present and no connecting product was returned to aid investigation. The customer reported that "when pulling up a mab, droplets run down the plunger. The black rubber of the syringe does not seem to seal perfectly.". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. It was also subjected to leakage testing by occluding the syringe and flushing with air whilst submerged under water; no leakage was observed throughout testing. When subjected to functional testing by priming and flushing, no abnormality was observed either. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24066956 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the my8005-0006 product in the past 12 months.

Event description:
No additional information.